Event description:
It was reported that the device had early battery depletion. The device was explanted and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that the device had early battery depletion. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continued: (B)(4) implantable pacing lead - (B)(6) 2003; 4195 implantable pacing lead - (B)(6) 2009; 6935 implantable tachy lead - (B)(6) 2009. Product event summary (B)(4) the device was returned and analyzed. The device met 81% of expected longevity.  Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.